Manufacturer narrative:
Additional information has been requested and will be provided within 30 days of receipt.

Event description:
During a vena cava filter placement with the trapease the physician had the 6 french sheath in the vena cava they loaded the cartridge, used the optgrader and moved it to the distal edge of the sheath, when the sheath was pulled back the filter never expanded never ballooned out. It did not migrate. The physician then took another trapease deploying right against the first trapease and pinning against the wall. There was no patient injury. Rewritten information: during a filter placement procedure in the vena cava, the trapease filter failed to expand during deployment. A 6 french sheath was placed in the vena cava and the cartridge was loaded. The product was moved to the distal edge of the sheath using the optgrader for deployment of the first filter. The product did not migrate. Another trapease was deployed against the first trapease and pinned the product against the wall. There was no injury to the patient.